Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1. Concurrent conditions included morbid obesity, uterine bleeding, chronic cervicitis, adenomyosis, uterine leiomyoma, paratubal cyst and splenomegaly. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("spotting"), dysmenorrhoea ("painful periods"), menorrhagia ("long menstrual cycles"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), dry skin ("dry skin"), hyperhidrosis ("excessive sweating"), abdominal distension ("bloating"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdomen pain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and weight increased was resolving, the abdominal pain lower, ovarian cyst, vaginal haemorrhage, menorrhagia, dyspepsia, dysgeusia, anxiety, depression, dry skin, hyperhidrosis, abdominal distension, cystitis, vaginal infection, urinary tract infection, urinary tract disorder, bladder disorder, nausea, tooth disorder and abdominal pain outcome was unknown and the headache and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, dry skin, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details: the hysteroscopy was placed into the uterine cavity. Bilateral tubal ostia were visualized. Essure device was placed into the bilateral tubes without difficulty. On the right side she had four rings visualized and on the there were three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure coils and full occlusion of both tubes. On (B)(6) 2012, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Urine pregnancy test negative concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, dysmenorrhoea, pelvic pain, ovarian cyst, vaginal haemorrhage, depression, anxiety. Most recent follow-up information incorporated above includes: on 14-aug-2018: plaintiff fact sheet and medical record received - new event bladder infection, vaginal infection, urinary tract infection, urinary tract disorder, bladder problems, nausea, migraines, dental problems, fatigue, abdomen pain, outcome of weight gain, hair loss, pelvic pain , genital haemorrhage, dysmenorrhoea updated to recovering / resolving, outcome of migraines, headaches updated to recovered / resolved. Reporter, patient information, concomitant condition were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was not seen in the other fallopian tube, it was not seen anywhere within the peritoneal cavity') and pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, dysmenorrhea and pelvic pain female. Concurrent conditions included obesity, uterine bleeding, chronic cervicitis, adenomyosis, uterine leiomyoma, paratubal cyst and splenomegaly. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("spotting"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("long menstrual cycles"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), dry skin ("dry skin"), hyperhidrosis ("excessive sweating"), abdominal distension ("bloating"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, ovarian cyst, vaginal haemorrhage, heavy menstrual bleeding, dyspepsia, dysgeusia, anxiety, depression, dry skin, hyperhidrosis, abdominal distension, cystitis, vaginal infection, urinary tract infection, urinary tract disorder, bladder disorder, nausea, tooth disorder and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and weight increased was resolving and the headache and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hyperhidrosis, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details: the hysteroscopy was placed into the uterine cavity. Bilateral tubal ostia were visualized. Essure device was placed into the bilateral tubes without difficulty. On the right side she had four rings visualized and on the there were three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on 29-may-2012: results: essure coils and full occlusion of both tubes.. On 29-may-2012, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Urine pregnancy test negative concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, dysmenorrhoea, pelvic pain, ovarian cyst, vaginal haemorrhage, depression, anxiety, device dislocation. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: event 'it was not seen in the other fallopian tube, it was not seen anywhere within the peritoneal cavity'. Medical history, reporter information added. Patient demographic was updated. Event genital haemorrhage seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was not seen in the other fallopian tube, it was not seen anywhere within the peritoneal cavity') and pelvic pain ('chronic pelvic pain') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1, dysmenorrhea and pelvic pain female. Concurrent conditions included obesity, uterine bleeding, chronic cervicitis, adenomyosis, uterine leiomyoma, paratubal cyst and splenomegaly. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("spotting"), dysmenorrhoea ("painful periods"), heavy menstrual bleeding ("long menstrual cycles"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), dry skin ("dry skin"), hyperhidrosis ("excessive sweating"), abdominal distension ("bloating"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary tract disorder"), bladder disorder ("bladder problem"), migraine ("migraines"), nausea ("nausea,"), tooth disorder ("dental problems"), fatigue ("fatigue") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain lower, ovarian cyst, vaginal haemorrhage, heavy menstrual bleeding, dyspepsia, dysgeusia, anxiety, depression, dry skin, hyperhidrosis, abdominal distension, cystitis, vaginal infection, urinary tract infection, urinary tract disorder, bladder disorder, nausea, tooth disorder and abdominal pain outcome was unknown, the pelvic pain, genital haemorrhage, dysmenorrhoea, alopecia and weight increased was resolving and the headache and migraine had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, cystitis, depression, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspepsia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hyperhidrosis, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Insertion details: the hysteroscopy was placed into the uterine cavity. Bilateral tubal ostia were visualized. Essure device was placed into the bilateral tubes without difficulty. On the right side she had four rings visualized and on the there were three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure coils and full occlusion of both tubes.. On (B)(6) 2012, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Urine pregnancy test negative concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain lower, genital haemorrhage, dysmenorrhoea, pelvic pain, ovarian cyst, vaginal haemorrhage, depression, anxiety, device dislocation. Quality-safety evaluation of ptc: unable to confirm complain most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), ovarian cyst ("ovarian cysts"), vaginal haemorrhage ("spotting"), dysmenorrhoea ("painful periods"), menorrhagia ("long menstrual cycles"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), headache ("headaches"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), weight increased ("weight gain"), dry skin ("dry skin"), hyperhidrosis ("excessive sweating") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, ovarian cyst, vaginal haemorrhage, dysmenorrhoea, menorrhagia, dyspepsia, dysgeusia, headache, anxiety, depression, alopecia, weight increased, dry skin, hyperhidrosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, depression, dry skin, dysgeusia, dysmenorrhoea, dyspepsia, genital haemorrhage, headache, hyperhidrosis, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: on (B)(6) 2012, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.